Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implant of the leadless implantable pulse generator (ipg), the tether was extremely tough to pull after cutting and the device dislodged post tether-cutting. Once the system was removed a large clot was observed at the tip of the introducer. The leadless ipg was not used and was replaced. No patient complications have been reported as a result of this event.